Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information, new information, and changed information. The following fields have changed/new information: b5, d5, f7, f8, f9, f11, f13, g4, g7, h2, h3, h4, h6, h10 device labeling was reviewed for patient and device codes, see below: caution! Do not combine products incorrectly! Injuries of the patient, user or third parties as well as damage to the product are possible. Different products should only be used in combination if their intended uses and relevant technical data (working length, diameter, peak voltage, etc.) Are the same. Caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Due to the small dimensions required, the products have only limited strength. Use these products only to grasp and ablate small, soft tissue portions or organs. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Caution! Be careful if products are damaged or incomplete! Injuries of the patient, user or others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Check the instruments, in particular the distal areas, as well as the accessories, for - damage - sharp edges not suitable for the application - loose or missing parts - rough surfaces caution! Damaged surface in the joint area of the forceps! The joint pin may loosen. Check for surface changes such as hair cracks etc. At the hinge pin. - check that the jaws open and close properly. - check that the jaw section can be rotated with the star wheel. Rwmic considers this complaint and MDR closed. Follow-up reports will be sent to FDA as required.

Event description:
The user facility returned the device to richard wolf medical instruments corporation (rwmic) on february 14, 2019. The device was sent to the manufacture and the evaluation was completed on may 08, 2019. The device was visually evaluated, it was noted that a part was missing. The reported condition of broken tip was verified during evaluation. Material hardness was within specifications, specified range is noted to be 48-50 hrc, actual range was 48.1 hrc. Additionally, the device production history showed no non-conformities. As the material hardness was within specification, the investigation concludes that the breakage was most likely caused by excessive mechanical loading exerted by the user. Probable root cause was determined to be user error/misuse. The product labeling describes risks of overloading and how to inspect and prepare the device before each use.

Manufacturer narrative:
(B)(4) considers this case open. The manufacturer will be contacted in an effort to collect missing information.

Event description:
On (B)(6) 2019, the user facility reported the following to (B)(4)): the grasper was being used during case, the case was completed and the incision was closed. Upon cleaning the grasper, it was discovered that the tip had broken off. They had to open the patient back up and look for the tip. The tip was found, removed, and the patient was closed up again. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General.